Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-00704 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ¿ 1st sheath). (2) MFR # 2029046-2020-00706 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ¿ 2nd sheath).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and hemostatic valve separation issues occurred with both devices. It was reported that the valve on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. As such, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the same issue occurred with the second carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small was replaced again and the issue resolved. The case continued without further incident or harm to the patient. The root cause of the issue was presumed to be related to the carto vizigo¿ 8.5f bi-directional guiding sheaths; the carto 3 system was operating per specs. On 6/2/2020, additional information was provided which indicated that on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the soft valve leaflets appeared to be the part that was leaking. The leaflets appeared to have been pushed into the clear hub. The hemostatic valve/brim cap/hub did not detach from the sheath. The sheath was being inserted but did not have a catheter inserted yet. The bleeding was noted when the dilator was removed and prior to being flushed. Hemodynamics was not compromised due to bleeding (aprox. 3ml). No air was noticed to have entered the body. No intervention was required. On the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the dilator was inserted at an angle possibly damaging the leaflets. On the final sheath, the tech was advised on proper insertion and preparation and the issue was no longer noted on the third sheath. The issue of hemostatic valve separation is considered to be an MDR reportable malfunction. On 6/4/2020, the complaint product (the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.

Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and hemostatic valve separation issues occurred with both devices. It was reported that the valve on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. As such, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the same issue occurred with the second carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small was replaced again and the issue resolved. The case continued without further incident or harm to the patient. The root cause of the issue was presumed to be related to the carto vizigo¿ 8.5f bi-directional guiding sheaths; the carto 3 system was operating per specs. On 6/2/2020, additional information was provided which indicated that on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the soft valve leaflets appeared to be the part that was leaking. The leaflets appeared to have been pushed into the clear hub. The hemostatic valve/brim cap/hub did not detach from the sheath. The sheath was being inserted but did not have a catheter inserted yet. The bleeding was noted when the dilator was removed and prior to being flushed. Hemodynamics was not compromised due to bleeding (approx. 3ml). No air was noticed to have entered the body. No intervention was required. Device evaluation details: the device was visually inspected and hemostatic valve appears dislodged. A second closer inspection was performed and revealed that hemostatic valve was pushed in into the hub. Brim cap and friction ring have no damage.friction ring appears with no damage and is observed still in place. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).